Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in italy, eight years and three months post implant of a 23mm sapien xt valve in aortic position, a valve-in-valve procedure was performed with a 23mm sapien 3 valve due to degeneration by stenosis. The procedure ended successfully.

Manufacturer narrative:
Updated b5, h6- clinical code, device code, type of investigation, and investigation findings corrected h6- investigation conclusions. The device was not returned for evaluation. The complaint for valve calcification was unable to confirmed due to unavailability of relevant imagery or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. While edwards durability testing of sapien xt meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve, and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implant date: on (B)(6) 2014). There is no evidence of device malfunction contributed to the reported event. Therefore, risk management file review is complete, no further action is needed. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately eight years and three months post-implant, a viv procedure with a 23mm sapien 3 valve was performed due to degeneration by stenosis as a result of calcification". While a definitive root cause was unable to determine due to limited information provided, the technical summary indicates that valve calcification is likely related to patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in italy, eight years and three months post implant of a 23mm sapien xt valve in aortic position, a valve-in-valve procedure was performed with a 23mm sapien 3 valve due to calcific degeneration by stenosis. The patient presented with symptoms of dyspnea. After a successful implant, the patient was discharged at pod2.